Event description:
Pulmonetic systems, inc. Received an email from a representative of facility in 2002. The representative reported the following problem: vent inop. After that, the unit worked for only one hour. Then stopped again. Alarm was not sounded. However, apm-100 (pressure monitor) was sounding.